Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the needle was detached from the suture immediately after starting continuous suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: actual device returned and evaluated. The insertion end was measured and did not meet the requirement.